Event description:
It was reported that the oversensing due to noise from an unrelated electrocautery procedure was observed on the device. Additionally, while performing a diagnostic test, loss of telemetry was observed. Abbott technical support assisted with troubleshooting, but the device was unable to be interrogated again. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.